Event description:
Electrodes were used to deliver electrical stimulation in physical therapy. The therapist documented that the pt's skin was clear when she left pt for the day. When she returned on (B)(6), she complained of a blister where the electrode had been placed at the last visit. Dates of use: (B)(6) 2016. Diagnosis or reason for use: neck and back pain.